Event description:
Device inconsistent in delivery of syringe contents. 22.5cc of feeding set up in device to deliver at 6.5 cc/hr or over 3.46 hour period. Instead, device delivered feeding in less than 3 hours. Occurrence happened twice.